Event description:
The hospital notified the manufacturer that the nursing unit encountered an issue with an intravascular administration set including the q2 extension set manifold. It was only reported that the set had a leak at the manifold filter. The patient was receiving chemotherapy when the alleged issue was discovered. No additional information is available at this time. The set was not returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Although the actual device has not been returned for evaluation, quest medical, inc. Has already initiated an investigation on this alleged issue and this event is added to that investigation. The investigation is still underway.